Manufacturer narrative:
An event of a bleeding observed dorsal to the right coronary artery (rca) on the rca anastomosis was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicate that heparin was administered during the procedure and the patient's act at the time of bleeding onset was 412. The field also indicated that the bleeding due to fragile tissue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but could have been due to patient anatomy.

Event description:
Clinical information: (B)(6) - valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 23mm sjm masters series valsalva aortic valved graft was chosen for implant. The patient's international normalized ratio (inr) was 1.00 at baseline. The graft was not pre-clotted. The patient was given 4500 ie of heparin in pre-op, and 115000 ie during the procedure. The device was successfully implanted. After the device was implanted and patient was being weaned off bypass, bleeding was observed dorsal to the right coronary artery (rca) on the rca anastomosis. Directly post procedure, the patient's inr was 1.22 and the patient's activated clotting time (act) was 412 seconds. A right coronary artery re-insertion surgery was emergently performed to treat the bleed. A total of three units (1807ml) of blood and/or blood products were administered due to this event. On (B)(6) 2023, the patient went into atrial fibrillation. Patient was administered amiodarone and had cardioversion. The patient continued to be followed in the clinical study.

Manufacturer narrative:
An event of a bleeding observed dorsal to the right coronary artery (rca) on the rca anastomosis was reported. A returned device assessment could not be performed as the device was not returned for analysis. The field also indicated that the bleeding due to fragile tissue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but could have been related to fragile tissue due to patient anatomy. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_992 - valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 23mm sjm masters series valsalva aortic valved graft was chosen for implant. The patient's international normalized ratio (inr) was 1.00 at baseline. The graft was not pre-clotted. The patient was given 4500 ie of heparin in pre-op, and 115000 ie during the procedure. The device was successfully implanted. After the device was implanted and patient was being weaned off bypass, bleeding was observed dorsal to the right coronary artery (rca) on the rca anastomosis. Directly post procedure, the patient's inr was 1.22 and the patient's activated clotting time (act) was 412 seconds. A right coronary artery re-insertion surgery was emergently performed to treat the bleed. A total of three units (1807ml) of blood and/or blood products were administered due to this event. The patient continued to be followed in the clinical study.